Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the air/water cylinder and scope cylinder had no color. It was also noted that there were scratches noted throughout the device and the switch flexible printed circuit unit, scope connector case unit, circuit board unit, multi connector unit and outside shield unit had corrosion due to water leakage. The plug unit was dirty due to water leakage and water could not be supplied due to clogging of the jet tube. The play of the up/down/right/left knob was out of standard value due to wear of the angle wire and the adhesive on the bending section rubber was detached. The adhesives around the objective lens and light guide lens had discoloration and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope jet channel connection was blocked by foreign objects. A part got stuck during subsequent processing. The issue was found during reprocessing. Inspection and testing of the returned device found that the jet tube was clogged by a gelatinous-like substance in the mouthpiece on the connector side.. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the auxiliary water supply channel was clogged with a gelatinous substance on the connector side of the mouthpiece. The event likely occurred due to the device being returned to olympus without reprocessing performed/completed at the facility. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.